Event description:
It was reported in the patient's medical records that the patient underwent surgery for two level acdf at c4-5 and c5-6 with implant of 6mm asr lordotic allograft at both levels and 37.5mm anterior cervical plate with 4 screws. It stated that when trialing the disc space at c5-6, the trial slipped posteriorly and impacted the spinal cord. Sensory evoked potentials remained unchanged, but motor evoked potentials were lost in the hands. No csf leakage or bulging of the dural sac was noted. The procedure was completed with no further complications. Post-op in the recovery room the patient was found to have significant weakness in the hands and legs and was started on a solu-medrol protocol. MRI findings showed non-hemorrhagic mild cord contusion at c5-6. Patient was then transferred to another facility for care.

Manufacturer narrative:
(B)(4). The device has not been returned to medtronic for evaluation. Unable to determine cause of event. (B)(4).

Event description:
Additional information received from the patient's medical records state that immediately post-op, the patient was unable to move the upper and lower limbs. The patient remained in the hospital care for a week and began to regain some movement and was then transferred to another facility for one month inpatient rehabilitation. After the one month rehabilitation, the patient had improved and was able to walk with a walker. The patient then began some outpatient rehabilitation therapies for the next several months and made some improvements but then began experiencing progressive loss of neurological function and weakness in the limbs. MRI showed a cyst in the cervical spinal cord at the c5-c6 level. Approximately 8 months post-op, the patient underwent another procedure to drain the cyst and for implant of a small shunt for drainage. Procedure was also for segmental lateral fixation and posterolateral fusion with autograft at c4-5, c5-6, and for laminectomy at c5, c6, c7. Post-op, the patient underwent more rehabilitation therapy and reportedly had some improvement of symptoms. The patient continues to have weakness and loss of muscle strength and dexterity in the upper and lower extremities, and loss of hot and cold sensations over the trunk, buttocks, and legs, with some sensation in the upper extremities.